Manufacturer narrative:
The handpiece cord was received at the MFR for eval, but based on the investigation details, the reported condition of the device causing a handpiece to run on its own could not be duplicated. The handpiece cord was scrapped.

Event description:
It was reported that the handpiece cord caused an attached handpiece to continue to run on its own while the equipment was being tested during an on-site maintenance visit at the account. There was no pt involvement. There were no adverse consequences reported as a result of this event.